Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned with the device. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. A cause or confirmation of the complaint could not be determined due to the missing parts and the condition of the device. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of every device is checked twice during manufacturing. The most probable root cause for cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. The patient anatomical condition may have contributed to the reported experience. Reportedly, the right common femoral artery was so very severely calcified that the physician believed before closure that the device would not work correctly due to calcification. Per instructions for use (IFU), under special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of proglide device, attempted arteriotomy closure in the severely calcified, right common femoral artery after an interventional procedure in a saphenous vein graft. Reportedly, a cuff miss occurred. A second proglide was used with the same result. Hemostasis was achieved using a non-abbott device. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.the other perclose proglide (12673-03, 93022-6h) is being reported under a separate medwatch report number.

Event description:
It was reported that on (B)(6), 2009 a non-abbott drug eluting stent was implanted. On (B)(6), 2010, an unknown rx xience v stent was implanted. On (B)(6), 2010, an xray of the patient showed nothing abnormal. Beginning mid august, the patient experienced problems breathing and on (B)(6), 2010, the patient underwent a CT scan which confirmed interstitial pneumonia; however, there were no symptoms noted. On (B)(6), 2010 the patient was admitted to the hospital. The patient was discharged from the hospital, date unknown; however, it is still not known what type of treatment was performed for the pneumonia. No additional information was provided.